Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator's display was faulty. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the ventilator and replaced the graphical user interface (gui) central processing unit (cpu) card. After replacement, the ventilator passed all testing, operated within the manufacturing specifications and returned to service at the customer site.